Manufacturer narrative:
Pump powered up properly after battery installation. No partial display, missing segments, or display anomaly noted. Pump received with normal operating currents and passed all functional testing including the self test, restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No alarm noted. Pump was monitored for three days and no unexpected display anomaly occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that the insulin pump has a blank display and alarmed compromised force system sensor. The customer also indicated that insulin squirts out of the device during the manual prime process. The customer indicated that their blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.